Event description:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter was found to have contaminated pc board and analysis could not be completed. The test strips passed testing for accuracy. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter - (B)(6) 2013, test strips - (B)(6) 2013.